Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not delivering accurately. The reporter refused to perform troubleshooting at the time of the call. The reporter stated that the patient had stopped using the pump and was using multiple daily injections of insulin. This complaint is being reported based on the allegation that the pump was inaccurately delivering insulin to the patient. There was no serious injury associated with this complaint.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: the pump's black box showed evidence of the user clearing the basal history and the active basal program being empty. The total daily doses of insulin showed a 0 unit basal rate on 22-may-2018. The pump was exercised for 24 hours on a 2 unit basal rate and was found to be delivering and recording accurately. The recorded total daily doses of insulin added up to the user's programmed rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.